Event description:
The complainant reported that during the therapeutic placement of a central venous catheter into an internal jugular vein of a patient (age and gender unknown) by a "fellow", the catheter fractured at the cuff securement area. The clinicians obtained a second device and successfully completed the procedure. There was no indication of any adverse affect on the patient as a result of the reported event.